Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarm which was not reproduced. The air in line alarm was verified through a review of the event history log and found during a visual inspection to be caused by cracks in the ultrasonic flex tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.